Event description:
It was reported that the arctic sun device was received an alert 02 and an air leak. Nurse was unable to provide serial number. Nurse went through all troubleshooting and would try to get a new machine although they said it was not that easy. If the user were unable to got a new machine, they would try swapping out the pads. Mss explained them about keeping the old pads in case and they need to be sent back.

Manufacturer narrative:
The reported event was inconclusive. A potential root cause for this failure could be "user cuts or punctures pads or pad lines". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was received an alert 02 and an air leak. Nurse was unable to provide serial number. Nurse went through all troubleshooting and would try to get a new machine although they said it was not that easy. If the user were unable to got a new machine, they would try swapping out the pads. Mss explained them about keeping the old pads in case and they need to be sent back.